Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the hospital after hearing a red heart alarm at home. The facility's medical engineer checked the history on the system monitor and multiple pump off alarms were recorded. The patient was asymptomatic when the red heart alarm occurred. The log file confirmed the reported red heart alarms and multiple pump stop alarms on day 471. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while connected to the power module. The patient was hospitalized and connected to the battery. The alarms were resolved after the power supply was changed to the batteries. The pump would be replaced on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) confirmed internal driveline wire damage that would have contributed to the pump stop events captured in the submitted log file. The submitted log file contained approximately four hours of data on day 471, ranging from hour 10, minute 57 to hour 14, minute 22. The file captured multiple low speed and pump stop events. The low speed and pump stop events occurred while the patient was supported by the power module and corresponding low speed and low flow alarms were observed. Towards the end of the file, the patient was placed on battery power. The pump resumed operation, following the last pump stoppage event, and remained above the low speed limit for the remainder of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 4.5¿ from the pump housing and the remaining distal portion of the dl was returned measuring approximately 33.5¿. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief was not returned. Examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump's bearings and bearing cups found no anomalies related to wear or damage. Upon evaluation of the driveline, the pins of the metal connector were free from deformation. Electrical continuity testing of the driveline segments did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket layer of the driveline segments. Additionally, no damage was observed to the bionate layer of the driveline segments; however, slight discoloration was observed on the distal end driveline segment. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use; however, two areas of discoloration was observed on the metal braided shield of the distal end driveline segment. Upon removal of the metal braided shielding, breaches were observed on the distal end driveline segment, exposing the inner conductors. The breaches were observed on the yellow wire at approximately 6.0¿ from the pump housing, the red wire at approximately 6.5¿ from the pump housing, and on the orange wire at approximately 7.0¿ from the pump housing. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. The remaining wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any damaged wire contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), a short to ground would have resulted in the reported pump stop events confirmed via the submitted log file. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for driveline damage. It was reported that the pump was exchanged on (B)(6) 2022. No diagnostic imaging was done. The cause of the pump stops was not identified. The patient was connected to battery power to avoid the pump stop alarms. The patient was asymptomatic. The cause of the device malfunction was patient noncompliance in device maintenance and protection. The patient was discharged on (B)(6) 2022.